Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hospitalization due to an infection is related to v.a.c.® therapy. This report is being filed due to user error. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
The following information was reported to kci by the patient on (B)(6) 2015: the patient reported that on (B)(6) 2015 she was admitted into the hospital allegedly due to a wound infection as a result of the v.a.c.® ranufoam dressing being left in wound too long by home health agency. On (B)(6) 2015, the following information was provided to kci by the physician's nurse: the patient was admitted to the hospital on (B)(6) 2015 due to an infection occurring after the home health agency did not change the dressing per the physician's order and kci clinical recommendations. The v.a.c.® ranufoam dressing lot number is not available, therefore a device history review could not be performed. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field services, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.